Event description:
Caller reports several softclix lancets were found uncapped in the box. Caller was unable to quantify how many lancets were uncapped. No adverse event reported. Caller was advised to dispose of the lancets; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.